Event description:
It was reported the reservoir had a leak. Customer stated it occurred several times with the same lot number. Customer does not know blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.